Manufacturer narrative:
(B)(4): the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient over (B)(6)). According to the complainant, during preparation, the generator failed after being plugged in. The procedure was completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.